Manufacturer narrative:
H.6. Investigation: customer reported the distal end of the tubing separated, and then returned the affected sample. The sample was clearly separated at the inlet of male luer and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. Dimensional analysis found the tubing to be within tolerance. A memo from the manufacturing facility confirms the root cause of insufficient solvent, and describes the failure as operator error on tube gumming method. A device history record review for model 2420-0500 lot number 20103011 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #20103011 regarding item #2420-0500.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation and leakage. The following information was provided by the initial reporter: material #: 2420-0500. Batch/ lot #: 20103011. Distal end of alaris pump infusion set separated from tubing. Additional information: what was the date of the event? -(B)(6) 2020. When the set separated, was there any leakage? If so, what medication leaked out? -normal saline, and had not yet been connected to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
I twas reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation and leakage. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: 20103011 distal end of alaris pump infusion set separated from tubing. Additional information: what was the date of the event? (B)(6) 2020. When the set separated, was there any leakage? If so, what medication leaked out? Normal saline, and had not yet been connected to the patient.